Event description:
It was reported that a cerebral vascular accident and device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, one year post index procedure, the patient experienced a cerebral vascular accident. Echocardiography identified a peri-device leak. No further information on the status of the patient is available.

Manufacturer narrative:
B3: date of event - aware date of 20nov2023 used as event date is unknown.